Event description:
During preparation for cardiopulmonary bypass, the heart lung console tubing clamp assembly was broken. A replacement pump was used to complete the surgery. There were no adverse consequences to the pt as a result of this event.